Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer contacted technical support for assistance in resetting the pump, and after the reset, the malfunction code did not recur. Technical support arranged for a replacement pump with updated software to be sent to the customer and provided guidance on storage mode, as well as instructions upon receiving the replacement. The customer will continue using the current pump until the replacement arrives and is expected to return the problematic pump to tandem.